Manufacturer narrative:
Citation: abu khadija h, alnees m, gandelman g, et al. Clinical impact of glucose levels on patient outcome after transcatheter aortic valve replacement. Rev cardiovasc med. 2025;26(2):25336. Published 2025 feb 21. Doi:10.31083/rcm25336 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of glucose levels on outcomes in patients undergoing transcatheter aortic valve replacement (tavr). The study population consisted of 615 patients who underwent tavr with either a medtronic valve brand (corevalve, evolut r, or evolut pro; n = 365) or a non-medtronic valve brand (sapien family; n = 250). Among all 615 patients, the following adverse outcomes occurred: myocardial infarction, bleeding (major or life-threatening), major vascular complication, stroke, arrhythmia, aortic insufficiency (severity of minimal to moderate), and acute kidney injury. The authors also observed 77 deaths within one year of tavr. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.